Event description:
It was reported that the event occurred while in the cath lab and again in the intensive care unit during intra-aortic balloon pump (iabp) therapy. The md placed the intra-aortic balloon (iab) through the sheath via left femoral without issue. The iabp (arrow autocat2 wave) was connected and the start button pressed. The pump alarmed with "purge failure." After consulting with the telephone support staff, the pump was switched off and on. The pump could now be started without any problems. After approximately eight hours of iabp therapy a continuous alarm had occurred. This time the alarm could not be stopped by resetting the pump. The physician selected "alarm pause" and the alarm remained. The cardiac support (the pump) worked appropriately while the alarm was sounding. The clinical support staff visited the customer in order to provide them with a repair/replacement. While on-site with the staff, the pump ran without an alarm. According to the customer, the alarm switched off by itself. The pump was replaced. The pump will be checked by a third party service organization. There was no report of pt complications, injury or death. Medical/surgical intervention was not required. There was a three minute delay or interruption in therapy noted. The pt outcome is okay. Additional information received on (B)(4) 2014 from the sales rep (sr) stated that the pump was replaced during therapy. The delay or interruption in therapy did not harm the pt. When the pump alarmed continuously the sr could hear the alarm on the telephone, but the screen said nothing to the clients. When the sr was in the hospital there was no alarm on the pump.

Manufacturer narrative:
(B)(4).